Manufacturer narrative:
This report was assessed and determined to be a MDR report based on our MDR reporting criteria. The info provided with the initial report on (B)(4) 2010 and also in the follow up, on (B)(4) 2010, suggests that the issues encountered may be related to the user. This report will be investigated so as to establish the actual cause. An examination of the device(s) has not been carried out as the used item(s) are to be sterilized before handling by the investigator.

Event description:
Based on the report info, submitted to neomedical, PICC line nurse was placing 3.0 french v-cath PICC lines lot # 1002 on a pt. As she was placing the line and removing the wire, she believes the wire possibly sheared the catheter. She went to flush and it was leaking. There were two holes noted on each side of the hub. She dilated back up and inserted a 2nd 3.0 french v-cath PICC line with the same lot # 1002. The same thing happened. The third time she dilated up and used a 3.9 dual lumen oicc and had no problems or complications. (B)(4).